Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front teeth no longer touch, which is affecting their chewing. There is a misalignment of their teeth. Patient provided bite video that shows an anterior open bite and their bite was articulated incorrectly. Advised a two-week resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.